Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. B66014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies nickel allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016, underwent hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, migraine, alopecia, weight increased, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: the essure sure coils are visualized by ultrasound and are in the expected position of the cornua of the uterus bilaterally. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records:menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. B66014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies nickel allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2016, underwent hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, migraine, alopecia, weight increased, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: the essure sure coils are visualized by ultrasound and are in the expected position of the cornua of the uterus bilaterally. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: menorrhagia and dyspareunia. Most recent follow-up information incorporated above includes: on 27-mar-2018: reporters added and updated patient demographics. Updated suspect drug inaction and lot number. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). On (B)(6) 2016, she explanted essure. Updated event and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2016, patient underwent pelvic surgery to try alleviate the symptoms. At the time of the report, the device dislocation, genital haemorrhage, migraine, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, migraine and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.